Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose of 3 mmol/l. The customers other blood glucose level was 18 mmol/l. It was unknown whether customer was using the automode or not. The device will not be returned for the analysis.